Event description:
Philips received a complaint on the v60 ventilator, indicating that the backlight was out on the liquid crystal display (lcd). The device was reported to be outside of use at the time of the reported problem. The remote service engineer (rse) spoke to the customer who stated that the backlight was out on the liquid-crystal display (lcd). The customer requested the part information for upgrading the lcd. The customer was provided with the part information for the lcd assembly, lcd cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, ui pcba, lcd tray, and screw set. A good faith effort (gfe) response received from the customer on (B)(6) 2023 stating that all parts had been ordered and received besides the ui pcba, which is on backorder. The repair for this unit cannot be conducted at this time due to the part(s) being on back order. When the parts become available the repairs will be conducted. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.